Event description:
Event description guidant received information that this intermedics lead had elevated impedance readings. The patient had just had a battery changeout approximately 3 months earlier. Information from sr indicated lead fracture. The lead was capped and replaced.